Manufacturer narrative:
A hologic field application specialist (fas) went to the site and noticed that the sample shield was broken and had white residue on the shield. The logs indicate that the sample shield was replaced on (B)(6) 2021. Hologic identified that there were 3 samples with potentially incorrect results from worklist (B)(4). No product impact is known to date. A review of the logs did not reveal any instrument issues. Ts recommended that the site perform monthly maintenance, replace the sample shield and perform panel runs. The customer performed these actions and all panel replicates were negative.

Event description:
A customer called with a complaint on (B)(6) 2021 regarding a potential positive sars-cov-2 contamination. The lab indicated that they have had a broken sample shield for approximately the past month and technical support (ts) indicated that this is not correct usage of the sample shield and strongly urged the site to call for a replacement should this occur again. The site said they would perform monthly maintenance. The customer uploaded logs for woklist (B)(4) for hologic to review. The customer confirmed that they continued to run and report out all values. Additionally, the customer sent a new aliquot from three positive samples from worklist (B)(4) to another site, and these sampled tested negative. New aliquot tubes are considered independent samples. The customer did not indicate that any samples within the same tube produced a discrepant result.